Event description:
A male pt contacted lifecor customer support to report that when either battery pack was placed in the battery charger the "battery fault" led illuminates. When either battery is inserted into the system, the pt stated he would see his name and a question mark, along with no bars of battery strength. Support sent the pt two replacement battery packs.

Manufacturer narrative:
Device manufacture date: battery pack - 11/2006. Device evaluation summary: device evaluations of two battery packs have been completed. The reported problem was confirmed. The first battery pack was tested and found to have defective cells and u3 supervisory ic chip. The u3 supervisory ic had developed an internal short circuit which in turn drew excessive current from the battery cells. The root cause of the shorted u3 was determined to be the result of an electrostatic discharge (esd) event that caused u3 to latch up. Once latched up current continued to flow through u3 damaging the ic and discharging the cells. The battery was repaired, retested and restocked. Battery pack was found to have a manufacturing defect. The solder joint was filled too high causing a short. This battery was repaired, retested and restocked. No adverse event resulted from the faulty battery packs. The pt received two replacement battery packs.